Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient experiencing dyspnea presented in clinic for follow-up. Device interrogation revealed that the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
Final analysis found the device was operating in backup vvi mode due to transient nmi that might have been caused by temporary high current from the checksum error. Product code was reloaded and the device was programmed to nominal settings. Analysis performed indicated that the device was at elective replacement indicator level with normal battery depletion.